Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Damage noted multiple forms of damage from attempted implantation and explantation upon failure to implant. Scallops around the liner have gouges and dings. The liner face has gouges. Holes through the liner shown on both sides of the liner likely in the attempt to remove the liner. Gouge between scallop and locking feature on the outside surface shown. No dimensional analysis could be performed due to the damage. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Additional concomitant medical products: item #: 00801803602, femoral head, lot #: 63653709; item #: 00875705401, shell with cluster holes porous, lot #: 64004675; item #: 00875700001, dome hole plug single pack, lot #: 64043287; item # 00771101300, femoral stem, lot # 63985325; item # 00625006570, bone screw, lot # 62417717.

Event description:
It was reported that during a hip procedure, the surgeon attempted to implant polyethylene into cup, but it was jammed in the cup. The poly insertion had failed and was explanted. Attempts have been made, and no additional information has been provided.